Event description:
It was reported to medtronic neurosurgery that a patient's lp shunt became occluded and needed to be revised. It was also reported that the patient does "not show any sign of health hazard."

Manufacturer narrative:
Only the lumbar catheter of the kit was returned. Proteinaceous debris was observed around some of the flow holes. The catheter met requirements for the patency and leakage tests. A review of the MFR records showed no anomalies.